Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the stem was without the centralisers.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding missing centralizer involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no information was provided for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. Based on the available information it could not be confirmed if the centralizers were missing from the packaging, however a non conformance was raised to document a potential non-conformance. No adverse consequences to the patient were reported. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
The customer reported that the stem was without the centralisers.